Event description:
It was reported by the customer that the side rail could not remain latched.

Event description:
It was reported by the customer that the side rail could not remain latched.

Manufacturer narrative:
The investigation also found that there were sharp edges on a broken side rail weld at the latching spindle.